Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the light cover glass was chipped, the light cover glass adhesive was uneven, the distal end adhesive was worn. The aspiration housing colored ring was worn, the light guide tube condition delamination was evident, the angulation was lower than standard, and the electrical safety test was not to specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope big wheel was stiff and not responsive. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, contamination was identified in the air/water channel, during the repair process. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: it is unknown whether there was deviation from instructions for use on reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.